Event description:
40 yo (B)(6) at the time of treatment on (B)(6) 2024, for a 4-cm fibroid. Had bleeding with watery discharge on (B)(6) 2024 treating physician at that time and suggested it was likely due to sloughing. U/s was not remarkable other than for small fibroids, cbc wnl. The patient's sloughing sx continued and was prescribed txa earlier in (B)(6) 2025. On (B)(6) 2025, the patient presented to a different hospital where she was diagnosed with a tia (resolved on anticoagulation) and was admitted from (B)(6) through (B)(6) 2025 during which time she underwent uae. Review of the patient's mr treating physician noted a mostly/entirely non-perfused fibroid along with a largely nonperfused fibroid extruded into the cavity. There are at least two fibroids noted and in aggregate are around 8 cm.

Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result, this event was identified as being reportable on (B)(6) 2025 and is being reported retroactively out of an abundance of caution.